Event description:
It was reported that a revision was performed due to a liner and femoral head exchange.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Manufacturer narrative:
(B)(4). The associated device was returned and evaluated. The visual inspection of the returned devices shows the ox head has chipping on the flat edge. The liner shows peeling / damage to the outer edge of the liner. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A lab analysis was completed with the following results: the articulating surface of the femoral head appeared undamaged. A small area of damage near the taper was visible, could be caused during removal of the components. Damage was visible on the outer surface of the liner near the locking feature, may be caused during removal of the liner from the shell. The rim of the liner was deformed in the extended hood region. This could have been caused by impingement with the femoral stem in vivo. Based on the analysis conducted, the exact cause of the revision was unable to be determined. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.